Event description:
During a bilateral mastectomy with node biopsy, the neptune 3 smoke evacuator started emitting a load noise. The device was removed, and another obtained without difficulty. Case continued without further incidents. Stryker service representative for the neptune n3 device evaluated and replaced the part found to be causing the issue.